Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner as instructed in the user's guide. Air in the venous line at the start of treatment is most likely due to inadequate air removal during priming of the cartridge prior to starting treatment. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff have been notified. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Air was visible in the venous line at the start of a routine hemodialysis treatment. Rinseback was not performed due to the amount of time passed and probable clotting, resulting in an estimated blood loss of 80cc. No medical intervention was required.